Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance is affected. At the beginning of august 2022, the user would get some squealing when initially switched on, then would work. On (B)(6) 2022 the user stopped hearing completely. As per follow up visit on (B)(6) 2022, the recipient fell off a basketball hoop in march 2022, landed on the implanted side of his head and was knocked unconscious. Direct stimulation of the device was attempted both with and without pressure on the floating mass transducer at maximum levels with no response.

Manufacturer narrative:
Based on the received information from the field, the recipient stopped benefitting from the device following a trauma to the implant site. Therefore a mechanical damage to the implant caused by the reported trauma seems likely. However to determine an exact root cause device investigation would be necessary. No further information on further steps have been received.

Event description:
The user's hearing performance is affected. At the beginning of (B)(6) 2022, the user would get some squealing when initially switched on, then would work. On (B)(6) 2022 the user stopped hearing completely. It was reported that in (B)(6) 2022 the recipient fell of a basketball hoop and landed on the implanted side of his head and was knocked unconscious. Despite being requested no information regarding any further interventions for this user has been received as of 14.oct.2022.

Event description:
The user's hearing performance is affected. At the beginning of (B)(6) 2022, the user would get some squealing when initially switched on, then would work. The user has been re-implanted.

Manufacturer narrative:
The investigation results confirmed that the device has failed due to an external impact. Based on the received information from the field, the recipient stopped benefitting from the device following a trauma to the implant site. All the problems given in the recipient report appear to match well with this finding. This is a final report.